Event description:
The customer reported the female luer on the t-connector cracked and leaked. There was no pt harm reported and medical intervention was not required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been received for eval. A follow up report will be submitted with eval results should the device be received.